Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to perform a pump reset, which successfully resolved the issue without the cgm error code reappearing, and proceeded to start their sensor session.